Event description:
It is reported that the device was implanted in 1998. The device was revised in 2008, due to infection and osteolysis.

Manufacturer narrative:
This report will be amended when our investigation is complete.